Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the surgeon felt that the imaging system is inaccurate. In recent history, the surgeon states he would feel inaccurate on the later screws in cases. A manufacturing representative explained that any movement between the time the navigation spin is taken and navigation of instruments can cause inaccuracy. The surgeon is requesting for an accuracy check. There was no patient present when this issue occurred. Additional information was received. It was reported that the inaccuracy was due to user error so a system checkout was not needed.